Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). The customer's reported problem was that circuit leak alarmed. At site, the field service engineer diagnosed that this problem was reproduced when there is a circuit leak alarm on display and leak rate percentage showing 85%. Alarm was audible and visible. Problem occurred during patient involvement. Checked the machine and found a leak from endotracheal tube. Patient was immediately transferred to manual ventilation and they replaced endotracheal tube of patient. Intervention required: paramedics completed pre-use checkout & set up the machine and connected back for patient support. No indication on duration of use prior to leak. No patient injury was noted.